Event description:
It has been reported to us that during the procedure the occlusion balloon wire separated into two pieces. The physician inserted the occlusion balloon wire into the patient and was manipulating the occlusion balloon wire. The vessel was excessively tortuous lesion and the occlusion balloon wire distal shaft separated into two pieces. The physician inserted a snare and successfully removed the separated section from the patient. The physician inserted a second device and successfully completed the procedure. The patient is reported to be fine. Removal of the separated section with a snare device. The patient is reported to be fine.